Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that smof lipids paused to infuse medication due to incompatibility and then restarted 15 minutes later and infusion pump stating 'occluded-patient side. Patient access and tubing and blue primary lipid tubing found to be occluded/not allowing flow past filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced flow issues, and was clogged. The following information was provided by the initial reporter: lipids paused to infuse medication due to incompatibility and then restarted 15minutes later and infusion pump stating 'occluded-patient side'. Rn troubleshooted pump, patient access and tubing and blue primary lipid tubing found to be occluded/not allowing flow past filter. Tubing disconnected from patient and saq rn and charge rn notified. No harm to patient.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set experienced flow issues, and was clogged. The following information was provided by the initial reporter: lipids paused to infuse medication due to incompatibility and then restarted 15 minutes later and infusion pump stating 'occluded-patient side'. Rn troubleshooted pump, patient access and tubing and blue primary lipid tubing found to be occluded/not allowing flow past filter. Tubing disconnected from patient and saq rn and charge rn notified. No harm to patient.